Manufacturer narrative:
The investigation has been completed. Effect to customer (elevated blood glucose) cannot be confirmed through a log review or duplication testing. Functional testing was performed and a unrelated issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 509 (mg/dl) and ketones. Customer administered insulin injections to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.